Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 29 days. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to hospital after a lab result showed hemoglobin level of 7.8 g/dl and inr of 1.6. The patient denied melena or bright red blood per rectum. At the time of event, the patient was taking aspirin and warfarin. On (B)(6) 2018, the patient underwent a colonoscopy which revealed an arteriovenous malformation (avm) in the cecum that was treated with argon plasma coagulation (apc) and clipped. An esophagogastroduodenoscopy (egd) showed mild gastric erosion and descending colon polyps were also done using cold snare technique. There was no active bleeding after colonoscopy and egd. The patient's hemoglobin level was 9.7 after being transfused with 2 units of packed red blood cells (prbcs. The patient was discharged home on (B)(6) 2018 and resumed on coumadin.